Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges their unit is causing face irritation. They state, "using the same mask and tubing on [the] old unit does not cause face irritation." When switching over to their current unit using the same mask and tubing, they get "a perfect imprint of the mask" on their face that is really red and gets very itchy. The patient reported using an ozone-based disinfection device to clean their unit daily. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's service center for investigation. During the evaluation of the device, the service center visually inspected the device and found evidence of foam degradation/breakdown in the base unit. The service center has observed an unknown contaminant in the ui panel, liquid ingress on the blower/blower box, a contaminant consistent with keratin on the blower box, and dust/dirt contamination in the airpath, "likely from a source external to the device." In addition, there were findings of dust/dirt contamination on the top and bottom enclosures, ui panel, rear panel, sd cover flip door, control dial, keypad, blower, blower box, blower outlet seal, p4 power connector, and dc jack color insert. Data from the care orchestrator was not available as the "device was likely reset." The service center confirmed that the device provides airflow.